Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Insulin pump was monitored for several days. No hot pump noted during testing. All operating currents tested within spec range. Moisture damage noted on lcd board during visual inspection. Cracked reservoir tube lip noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm during a bolus delivery. Customer's blood glucose had been high. Customer's blood glucose was 556 mg/dl. Device alarmed a no delivery alarm during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.